Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/17/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope showed the lens returned cut in two pieces. Loose fibers/particles was observed on lens pieces related the handling of the unit out of a sterile environment. Residue of lubricant material was also observed on lens pieces, which indicated that the unit was handled and prepare for surgical use. One of the haptic was observed broken. No damaged was observed to the other haptic. The conditions of the product returned is consistent with a unit that has been previously handled and prepare for surgical process. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search performed in november 29, 2017 of the complaint database revealed no additional investigation request for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 21.0 diopter intraocular lens (iol) was implanted on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to an unexpected post-operative refraction. There was no incision enlargement, vitrectomy, or sutures used. Reportedly, there was no post-operative patient injury and the surgery went well. The lens was replaced with the same model, but a smaller lens diopter of 19.0. No additional information was provided.